Event description:
It was reported that the avalon cableless ultrasound (us) transducer was producing high readings. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer who stated that the transducer was giving high reading compared to another transducer in use. The biomed stated that testing was performed with an alternative transducer and no issue were reported. A replacement us transducer was ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).